Event description:
Two days post insertion of valve, the pt experienced somnolence. Placement of valve was confirmed by the physician. The valve was removed. The physician observed that the peritoneal catheter slots were not correctly opened. Physician believes this was an unwanted effect caused by the peritoneal catheter.